Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ("hives") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included obesity. Concurrent conditions included grand multiparity, arthralgia and arthritis. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen and omeprazole (protonix). In 2015, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), loss of libido ("hormonal changes describe: lack of libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In december 2015, the patient experienced sensitivity of teeth ("teeth issues/dental problems sensitivity lost a few molars"). On an unknown date, the patient experienced urticaria (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth loss ("dental problems: loss of few molars") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the urticaria, genital haemorrhage, abdominal pain, depression, fatigue, dyspareunia, weight fluctuation, alopecia, sensitivity of teeth, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, the last episode of dysmenorrhoea, pelvic pain, vaginal discharge, weight increased and tooth loss outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, sensitivity of teeth, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: on the patient's right side, there were 6-7 .coils seen. On the patient's left side, there were 3-4 coils that were seen showing good placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 75.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pain. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs received. New reports and plaintiff demography added. Concomitant medication and condition added .events hormonal changes describe: lack of libido, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), pain, vaginal discharge, weight gain / loss specify which one: weight gain, plaintiff did not underwent for essure confirmation test were added. Event dental problems updated to tooth sensitivity and loss of few molars. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ("hives") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss") and tooth disorder ("teeth issues"). At the time of the report, the urticaria, genital haemorrhage, dysmenorrhoea, abdominal pain, depression, fatigue, dyspareunia, weight fluctuation, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, tooth disorder, urticaria and weight fluctuation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.